Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was brought to the ER on (B)(6) 2016 with complaints of black stools, weakness, fatigue and shortness of breath since last evening (B)(6) 2016. Patient reports taking ferrous sulfate at home. The patient was admitted for gi work up. During this time, aspirin and coumadin were held. On (B)(6) 2016, the pt/inr was 46.6/4.2 seconds (nl 9.7-11.6). Hgb 8.8 g/dl (nl 12-15.5), hct 28.7 % (nl 36-46.5). Gi service performed an egd on (B)(6) 2016 when the patient's coagulation studies were corrected. There was no source of bleeding identified on push enteroscopy. The patient was restarted on coumadin on (B)(6) 2016 and aspirin remained held. The patient was started on octreotide to treat the diagnosis of anemia. The patient was discharged home on (B)(6) 2016 with a hgb 8.0 g/dl, hct 26.3% with instructions to continue taking ferrous sulfate three times daily and to receive octreotide 20 mg intramuscular every 4 weeks for anemia.